Manufacturer narrative:
Insulin pump received with an intermittent button due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked battery tube threads and severe scratches on lcd window.

Event description:
Customer reported that he had been caught in the rain with the insulin pump. He stated that it alarmed for a button error and that none of the buttons were working. The blood glucose reading was 110 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.